Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was having intermittent charging issues. Customer reported blood glucose level was not impacted. A replacement usb cable and wall adapter were sent to the customer. Although confirmation was requested as to whether or not the cable resolved the reported charging issue, it was unable to be confirmed.